Manufacturer narrative:
Contrary to the facility's report, hydrogen peroxide is odorless. During the time of the reported event, an employee was opening an instrument pack that had been processed in the v-pro max sterilizer when the employee noted an odor causing irritation in the employee's eyes, nose, and throat. The employee self-treated by washing their hands and rinsing their eyes at the user facility's washing station. Following the event, a steris service technician arrived on-site to inspect the v-pro max sterilizer and found the unit operating according to specification; no repairs were required. The technician processed the identical instrument pack subject of the event and found the v-pro max processing cycle completed successfully. Upon removal of the pack, no odor was detected. The steris technician identified a hydrogen peroxide monitor located in the room with the user facility's v-pro max sterilizer. The technician confirmed the monitor did not alarm at any time during processing of the scope or upon removal of the device from the sterilizer. The v-pro max sterilizer operator manual states (pp. 2-1), "vaprox hc hydrogen peroxide sterilant vapor is injected by volume, over a series of programmed pulses, to assure sterilization. Once the vaprox hc sterilant vapor leaves the chamber, it is catalytically converted into harmless water vapor and oxygen". The unit was manufactured in 2016 and is under steris warranty. A device history record of the unit was reviewed which confirmed the v-pro max sterilizer was manufactured according to specifications. As the v-pro max was confirmed to be operating properly, steris account management personnel offered in-service training to ensure instrument packs are properly prepared prior to sterilization in the v-pro max sterilizer, however, the user facility declined the offer. No additional issues have been noted.

Event description:
The user facility reported their v-pro max sterilizer emitted a hydrogen peroxide odor causing an employee to experience eye, nose and throat irritation. The employee washed her hands, flushed her eyes with water, and continued working. The employee did not seek medical treatment and no employee evacuations were reported.